Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt expired at home. The power module had a yellow wrench and was alarming, and the system controller had no lights displayed. Emergency medical services (ems) was called. It was reported that the pt was asystole when ems arrived. The pt was switched to batteries and the system controller was exchanged. An autopsy was declined by the family.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot # 35050180512) is not known to the MFR as the pt cable is not labeled for single use. The pt expired and an autopsy was declined. The peripheral devices were returned to the MFR for eval and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.